Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2009 and a drain was inserted into the spinal cavity. On (B)(6) 2009 the drain stopped functioning and a hematoma developed. The patient underwent a reoperation on the same day. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 49272isp, mfg date: 03/12/2009, exp date: 03/31/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).